Event description:
The customer reported that the "unit shuts down." The service company reported "unit ran for less than 1 hour on our burn in shelf and keeps resetting. Event trace reveals intrpt failures."